Event description:
It was reported that "during endoscopic reflux treatment with deflux injection, the syringe plunger fins break every time during use of this product, repeated incidents. Difficulty injecting all of the product into the syringe." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4).